Event description:
It was later reported that the patient underwent full revision. The provider believes that the high impedance was caused by an altercation the patient experienced at school and had nothing to do with the vns product itself. The explanted device is not available for return, per the explant facilities policies explanted devices are to be kept by the hospital. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may have not been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen with high impedance. The patient's device was turned off and has been referred for lead revision. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
More information received. The physician reiterated that the high impedance was due to an altercation at school. New event date of 4/15/2025 was provided. No other relevant information has been received to date.